Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The lesion was located in the moderately tortuous external iliac artery. A f/g, sterling, mr, 8.0 x 40/135 (4f) balloon catheter was advanced to treat the target lesion and on the 1st inflation attempt, the balloon ruptured at 5 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).